Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. The patient had preoperative right bundle branch block, before deployment, atrioventricular block (av) was observed. The device was successfully implanted with a final implant depth of 3mm. Thereafter, the patient¿s electrocardiogram was unstable. On (B)(6) 2024 a permanent pacemaker was implanted.the patient is stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had preoperative right bundle branch block, before deployment, atrioventricular block (av) was observed. The device was successfully implanted with a final implant depth of 3mm. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. The patient had preoperative right bundle branch block, before deployment, atrioventricular block (av) was observed. The device was successfully implanted with a final implant depth of 3mm. Thereafter, the patient¿s electrocardiogram was unstable. On (B)(6) 2024 a permanent pacemaker was implanted.the patient is stable.